Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump completely stopped working. The customer's blood glucose was 300mg/dl. The customer stated pump has moisture damage which was sweat. Performed self-test and screen was blank. The customer also mentioned high blood glucose. We were unable to troubleshoot due to blank display.